Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture, pain, change in shape and density. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, unknown side rupture. Device remains implanted.

Event description:
Patient reported, left side rupture. Later reported, pain in the left breast, changes in shape and density. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.3., b.5., b.6., d.1., d.2a., d.2b., d.4., d.6b., h.6., h.11.